Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the water filter was not replaced as instructed. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since a serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the user not reading the instructions for use thoroughly. The event can be detected and prevented by the handling device in accordance with the following section of instructions for use: chapter 7 routine maintenance 7.2 replacing the water filter (maj-2318) replace the water filter at least once a month to prevent contamination of the rinse water. Olympus will continue to monitor field performance for this device.